Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, during analysis of log files it shows alarm 401 "inspiration valve or device leaky. Also shows 318 "inspiration valve failsafe failed or occlusion in inspiration tube" & 388 "no o2 dosing possible" error. The customer did troubleshooting and the device was checked both o2 cell and sinter bronze filter for damages and it looks everything fine and properly secured. Software was updated and attempted start insp valve test as per manual troubleshooting guide suggests, the tightness test failed, the tightness test failed, movement reliability test passed, idle reliability test passed, and the machine has been stuck on step pos. Test for approximately 2 hours. The test duration for start insp valve test is approximately 15 minutes according to the manual. Limiter is defective showing 3.8 bar. Technical support suggested to replace the inspiration block. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported that bellavista 1000 was updated more than month ago with software version 6.0.1900.0, but the unit show alarm 401 "inspiration valve or device leaky". There was no patient involvement associated from this event.

Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the defective inspiration valve. Gas path test shows that the regulator pressure is same as supply pressure which is 3.87 bar. As a resolution need to exchange the inspiration block under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.